Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number - j1527416. Procedure performed - debridement and skin graf. Event description - dr put in a blake drain which leaked. Was called and informed about leaky drain on (B)(6). Dr had to use another blake drain. Any adverse patient consequences - no.

Event description:
It was reported that the patient underwent a debridement and skin graft procedure on (B)(6) 2016 and a drain was implanted. It was also reported that the drain leaked. The surgeon was informed on (B)(6) 2016 and another like drain was used. There were no patient consequences reported.